Manufacturer narrative:
Manufacturer narrative:. Secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/halos. The lens was later removed, and the problem was resolved. Cause of the event is unknown.